Event description:
The customer reported the device had a blinking red x with a chirp, a dead spare battery that would not charge and the device failed to power up on battery power. The device was not in use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.